Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent into a pt; however, when the device was delivered to the target lesion, angiography confirmed that the stent was not mounted on the sds. The physician investigated and discovered that the stent was remained in the protective sheath with the stylette outside the pt body. Communication from the field confirmed that the device was not inspected prior to use. The pt is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. A clear liquid was present in the balloon and inflation lumen. The stent was inside the protective sheath. The distal tip was damaged. There were crimp bake impressions evident along the body of the balloon. The balloon folds were partially open and disturbed. The stent was returned still present on the stylette in the sheath off the balloon. The returned sheath was compared with a similar sheath used during the manufacture of this batch with no abnormalities noted. During the evaluation, it was possible to carefully remove the stent from the sheath. No damage/stretching was noted to the stent and both, the distal and the proximal ends of the stent were cylindrical in shape. As per the event description, the absence of the stent on the balloon was noted post delivery to the target lesion. Info received from the account confirmed that the device was not inspected prior to delivery as is recommended in the endeavor rx instructions for use (IFU). Manufacturing controls are in place to ensure each stent is crimped onto the balloon at a specified force. The presence of crimp bake impressions on the returned balloon indicates that the stent was crimped onto the balloon during the manufacturing process. The device has not been identified as the root cause of the event. The possibility exists that the stent slippage may have occurred due to the handling technique used when removing the sheath and the stylette however, based on review of the returned device, this cannot be confirmed. Although it was indicated that the physician did not inspect the stent prior to use, this would not have resulted in the stent slippage therefore, no root cause for this complaint can be determined and no conclusion can be drawn.

Manufacturer narrative:
(B)(4): evaluation results: (device not inspected prior to use).